Manufacturer narrative:
The intraocular lens was not returned for analysis and the root cause of this event is undeterminable at this time. The product history records indicate the lens met all criteria prior to release.

Event description:
It was reported that as the intraocular lens was being implanted with the unfolder system, the haptic tore the capsule. Another lens was implanted. Pt recovered without complication.